Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polyp of corpus uteri, premenstrual dysphoric disorder, cholesterol levels raised, skin disorder, alopecia and drug allergy (doxycycline, tylenol-codeine #3). Patient race: other, specify: multiracial. Concurrent conditions included adenomyosis. Concomitant products included fluoxetine hydrochloride (sarafem), ibuprofen and linaclotide (linzess). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: anxiety and mental anguish"). The patient was treated with nsaids, tramadol and surgery (salping. (Bilateral) on (B)(6) 2016, hysterectomy (partial),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and heavy menstrual bleeding had resolved and the psychological trauma, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered emotional anguish because of the essure device. Discrepancy noted in essure insertion date - (B)(6) 2004 and (B)(6) 2013. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2021: mr received-new reporter, medical history were added. On 27-apr-2021: fu 5 and fu 6 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient race: other, specify: multiracial. Concurrent conditions included adenomyosis. Concomitant products included fluoxetine hydrochloride (sarafem), ibuprofen, linaclotide (linzess) and tramadol. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: anxiety and mental anguish"). The patient was treated with nsaids, tramadol and surgery (salping. (Bilateral) on (B)(6) 2016, hysterectomy (partial),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the psychological trauma, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered emotional anguish because of the essure device. Discrepancy noted in essure insertion date - (B)(6) 2004 and (B)(6) 2013. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal), psychological or psychiatric problems: depression, anxiety and mental anguish. Treatment drug, concomitant drug, medical history, reporter information, aka name were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (salping. (Bilateral) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff has suffered emotional anguish because of the essure device. Discrepancy noted in essure insertion date (B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: previously reported event of physical injury was updated to physical injury/pelvic pain. New events added abdominal pain, dysmennorhea, menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed and psych injury. Patient demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.